Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Pump settings: rate 2.5, res vol 19.1, given 95.95. Air in tubing, no injury to patient. No further information available.